Event description:
A healthcare worker complained of buring around the nose and difficulty breathing with chest tightness. These symptoms occured while working in a room where a sterrad nx is being used. The worker reported that the unit was giving out a mist during and after its use and the room has poor ventilation. The worker did not require medical attention and the symptoms resolved within two to three hours.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone olastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or event blunt instruments, as puncturers, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."